Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image due to corrosion on the connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, probable causes are due to some kind of stress such as damage of parts, and electrical problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.